Event description:
Technician alleged that the ground resistance on the bed is too high. No patient impact.

Manufacturer narrative:
The technician found the cause to be the power cord was worn out where it goes on the socket. The technician replaced the power cord to resolve the issue.